Event description:
The customer contact reported a disconnection; subsequently, blood loss was noted. It was reported that while in surgery, the tubing set was connected to the pt's IV access and covered with a drape. After an unspecified length of time in use, the tubing set disconnected from the pt's access device. An unspecified amount of blood loss was reported. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The customer indicated the device was discarded.